Event description:
The customer contacted abbott to report high control out of range high for the axsym ultrasensitive human thyroid stimulating hormone (htsh) controls. The customer stated it was necessary to frequently re-calibrate the htsh assay, although all other assays were performing within specifications. The abbott customer tech advocate (cta) determined the customer was not using the new thyroid assay disk and assisted the customer with the installation of the new disk. The customer was also asked to perform probe flushes and change the probe on the analyzer, if necessary. The customer continued to observe high htsh control out of range after troubleshooting with axsym ultrasensitive htsh master calibrators, reagents and standard calibrators. The cta requested the customer fax the quality control data for review by abbott. Upon receipt of the new standard calibrators, the customer reported the ultrasensitive htsh assay was successfully calibrated.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.